Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2023-00282; 509-00-032, s814 - stability, poor joint, s803 - dislocation, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to instability and dislocation.